Event description:
As reported: "broken t2 alpha femur nail. All parts removed when revised."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the nail was returned broken as reported. The device inspection revealed the following: the received nail was completely broken in the web of the proximal hole at distal part of the nail. Plastic deformation, shiny areas and rough surfaces with smooth sections can be observed. The breakage was most likely initiated from the lateral side in a fatigue manner (evident by lines of rest) and broke instantaneously from the other side due to high tension and loading over time. The formation of a shiny surface was caused due to gradual rubbing of the separated parts and locking screw before the nail finally broke. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The broken nail was returned for evaluation and no product related issue could be detected. There was no additional information about the event provided, the implantation date is unknown and neither x-rays, nor operation report, nor information about patient activity was available. Therefore the root cause of the breakage cannot be defined. The evaluation of the nail has shown that fatigue caused by high loads did lead to the breakage of the device. If more information is provided, the case will be reassessed.

Event description:
As reported: "broken t2 alpha femur nail. All parts removed when revised."